Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) and reported elevated blood glucose (bg) levels. The reporter indicated that on (B)(6) 2012, the patient had high bg levels. On (B)(6) 2012, the patient had the following bg levels: 295 mg/dl (8:00 am), 203 mg/dl (12:00 pm), 226 mg/dl (2:00 pm), and 286 mg/dl (dinnertime; +5.6 ketone level). At dinner, the patient's site and set were changed. No sites or tubing issues were observed at the time. The following morning on (B)(6) 2012, at 1:30 am, the patient's bg decreased to ''115 mg/dl.'' For an unknown reason, the reporter lowered the basal rate temporarily that morning until 6:46 am when her bg had increased again to ''258 mg/dl.'' At that time, she had a ''3.4 ketone level.'' The patient was treated with increased fluids. Through a review of the pump, the anm representative involved in this contact noted that the pump had multiple I:c ratios. The reporter was informed that the multiple I:c ratios can affect the patient's bolus amounts for carbs based on what she eats. The reporter was advised to consult with the patient health care provider (hcp) regarding the effects of naltrexone on bg levels. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level with ketones. However, the patient's injury can be attributed to possibly use-error since her bg level elevated after the reporter temporarily decreased the basal rate for an unknown reason. In addition, no defects were found with troubleshooting of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.